Event description:
Boston scientific received information that this right ventricular (rv) lead initially had high thresholds with an x-ray that confirmed dislodgement. This rv lead was successfully repositioned. At the post check all the numbers were good. However, at the first follow up since the post check the thresholds were 6.5 at 0.9 with outputs programmed at maximum. The r-waves remains at 6. The physician elected to monitor this patient as the patient rarely paces. No adverse patient effects were reported.

Manufacturer narrative:
The lead was later explanted and there was report that the helix would not retract. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The complete lead was returned to boston scientific's quality assurance laboratory and underwent detailed analysis. Visual observations noted set screw marks on the is-1 terminal pin and the distal and proximal high voltage terminal pins. No discernable set screw marks were noted on the is-1 ring. Dried blood/body fluid and tissue was noted in the rs- lumen and in the helix housing. Surface cuts were also noted in the insulation. The helix mechanism test failed most likely due to body fluid infiltration. However, the lead passed electrical integrity testing. Analysis could not confirm the high thresholds or dislodgement allegation. However, analysis did confirm the helix mechanism difficulty.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
It was later reported that although no new issues have presented the physician has elected to revise this lead next month. The lead is expected to be returned.